Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 unique device identification (UDI): (B)(4). The microsensor was returned for evaluation. Device history record (DHR) there is no indication that the production process may have contributed to this complaint. Failure analysis no visible damage to the millar sensor, catheter material, or connector. The device passed eletronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint has not been confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported when the microsensor was connected with the icp, the microsensor could not be zeroed. The physician changed with another of the same microsensor which could be zeroed normally. The event occurred during the procedure and led to 30 minutes surgical delay.